Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: inratio: >7.5. Pt 2: inratio: >7.5. Nurse: inratio: 7.0. Pts were sent to the lab, where their results were within their target range of 2.0-3.0. Nurse performed a self test and received a result of 7.0; she is not on coumadin.

Manufacturer narrative:
Investigation pending.